Manufacturer narrative:
The medical records and angiograms were reviewed by aga's medical consultant and the following observations were reported: the angiograms showed multiple images of the balloon across the asd, the device being deployed and evaluation post-release. It is understood that the echocardiograms are not available of the procedure, as the recorder was out of order that day. However, continuous tee guidance was utilized during the procedure. The fluoroscopic images revealed the device position was improper toward the aortic side. Rather than a mild separation of the discs (usually seen by fluoroscopy) the edges of the discs were close to each other. Under such circumstances, the device appeared stable during the push-pull maneuver, however, embolized due the device positioning. The device embolized toward the right side, as the left disc edge was pointing toward the right rather than a gentle flare around the septal defect. The size of the defect cannot be determined and a rim evaluation can not be performed since the echocardiograms were not provided. Aga's medical consultant concluded the device embolizated from the positioning of the device at the time of implant. The relationship to device sizing could not be determined, as echocardiogram images taken during sizing were not received by aga medical.

Event description:
Sizing of the defect was performed by tee before and during sizing with a 34mm sizing balloon to stop-flow. The sizing was completed on cine/fluoroscopy and by the sizing plate. A 36mm aso was delivered and released with tee and tte evaluation and a "stable" position. Three (3) hours post-implant, multiple arrhythmias (av origin) occurred and the device was seen in the right ventricle. The patient was sent to the or to remove the device and close the defect. The physician reported this event was probably due to mis-sizing of the defect and a larger aso would not comply with the heart.

Manufacturer narrative:
Upon receipt of the amplatzer septal occluder, the device was returned in the original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed.no imaging of this event has been received to determine the sizing technique or other parameters involved in the implant.